Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clip didn't form normally and scissored, which failed to clamp the tissue tightly. There was no consequence to the pt.